Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 200 ohms. Boston scientific technical services (ts) discussed troubleshooting options. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 200 ohms. Boston scientific technical services (ts) discussed troubleshooting options. This ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was reprogrammed earlier this year and the shock impedances have been within normal range. Technical services (ts) noted it could be a spring contact issue on the proximal coil or possibly a proximal fracture. The physician planned to deliver a 1.1 j shock to test the lead. Ts discussed that they could deliver a shock or they could continue to monitor. Subsequently, a 1.1 j shock was delivered resulting with 68 ohms shock impedances. The physician will continue to monitor. This ICD remains in service. No adverse patient effects were reported.